Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side ultrasound report for the right side sequences sensitive to silicone, with signs of intracapsular rupture, with fibrotic capsule integral/complete, being appreciated an irregular line and scalloped of low adjacent signal to fibrotic capsule and which corresponds to the mentioned structure of the prosthesis. Healthcare professional reported capsular contracture baker grade IV. Patient reported rupture of one of the implants has been detected and needs explant. Device has been explanted and replaced.